Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear fluid dripping from underneath the coulter ac-t diff 2 analyzer. Customer reported that approximately 5 ml of clear fluid dripped underneath the analyzer. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced valve vl18 (the waste / clenz select valve) and the waste filter.

Manufacturer narrative:
(B)(4).